Event description:
The manufacturer received a copy of the medwatch report (B)(4); filed with the FDA from the user facility, (B)(6) health care. This report states a complaint that the ventilator provided a respiratory rate above the set rate, and failed the leak test.